Manufacturer narrative:
The short mas inserter with z-connect, item # lv00718, lot # 673130 was returned to (B)(4) for evaluation. Visual inspection of the item confirmed the reported event. The tip of the inserter shows multiple deformations as follows: 1. The tip is bent rotationally in a clockwise direction consistent with excessive torque applied to the inserter while inserting a screw 2. The lobes are rounded at the tips consistent with counter-clockwise rotational force without the pentalobe feature being fully seated in the screw. Functional testing was not done; the visual inspection was sufficient to confirm the event. The part inspection passed and the items were released to inventory. The hardness of the central shaft at inspection was measured at 51hrc, meeting the design specification of = 48 hrc. There is no indication the manufacturing contributed to the event. The parts were likely conforming when they left biomet control. The tip of the driver is damaged consistent with both clockwise and counterclockwise rotations of the inserter. The probable underlying root causes for the damage are excessive torque applied to the instrument during screw placement resulting in the bent tip, and torque applied during screw during adjustment or removal without the tip being fully seated in the screw. Supplemental report four of four for the same event, reference 2242816-2015-00046-1 through -00049-1.

Event description:
The sales associate reported the surgeon had some issues putting in iliac screws. Several drivers stripped during attempted insertion resulting in a forty-five minute surgical delay. No adverse effects have been reported as a result of this event.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the device evaluation. File four of four for the same event.